Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate an alleged failed part if returned to the manufacturer.

Event description:
The customer reported that during preventive maintenance post testing the ventilator delivered vt is low; out spec by 40% per his known good external flow analyzer.